Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: (root cause could not be determined). (Root cause could not be determined). (B)(4).

Event description:
Physician was attempting to implant one resolute integrity drug-eluting stent to a moderately calcified lesion. It was reported that the balloon failed to inflate completely, due to a hole. No issue noted during prep and inspection of the device. No injury was caused to the patient.

Manufacturer narrative:
Related to operational context ¿ balloon rupture is most likely procedural related. Inherent risk of procedure¿ balloon rupture. Deformation problem. (B)(4).

Event description:
Evaluation summary: the distal tip was flared. The balloon folds were partially opened and there was residue evident in the inflation lumen and balloon. Crimp impressions were visible along the working length of the balloon. Negative prep failed to detect a leak possible due to the residue present. On removal from the waterbath negative prep confirmed the presence of a leak. On pressurization of the device a leak was detected on the distal balloon cone. A longitudinal tear with lead in scratches on the distal side was visible on the balloon cone. The edges of the tear were jagged and uneven.